Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the both devices noted no abnormalities. The first single use loading unit (sulu) was received fully fired and engaged in interlock. No damage was noted to the knife blade. Cracks were noted on the sulu. Functional testing was performed which included resetting and loading the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. The second sulu was received partially applied and the interlock was set. No damage was noted to the knife blade. Functional testing was performed which included resetting and loading the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracks on the sulu may be due to use in tissue thicker than indicated. The instruction for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. Replication of the partial firing may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of stomach resection in an open distal gastrectomy procedure, the surgeon clamped the tissue with no problem and tried to push the firing knob ,however it was locked and could not advance at all. They replaced it with a new stapler, and the surgeon clamped the tissue with no problem and pushed the firing knob by 1cm, however, it was locked and could not advance on the halfway. They replaced it with another stapler, and the surgeon could fire the device with no problem as usual. The surgeon did not recognize the tissue was thick and hard. There was no patient injury.